Event description:
It was reported that during a lateral entry femoral nail procedure of the left femur, a reamer head was left in the patient. After unsuccessful attempts to retrieve the reamer head, the surgeon opted to leave the part in the patient. There was no reported delay to surgery. Per additional information received, during the procedure, the surgeon was reaming the left intramedullary (im) canal of the femur distally to the fracture site (midshaft) to get to the appropriate size of the nail (11mm). The surgeon started with a 2.5mm reaming rod (950mm) down the im canal before reaming. Then began with 8.5mm reamer head that connects to the 5.0 flexible shaft (470mm). Prior to the 11mm reamer head being used, the 2.5mm reaming rod was removed from the patient to alter ball point tip. The surgery technician attached the 11mm reamer head to the flexible shaft and it was given to the surgeon. The surgeon then began reaming distally down to the fracture site, and upon exiting the patient the reamer was dislodged from the flexible shaft. At this point in time, the surgeon had realized the 2.5mm reaming rod was not in the im canal. Several attempts were made to retrieve the reamer with no success. The reamer was pushed through the canal and displaced medially into soft tissue. Due to the location of the reamer, surgeon decided not to attempt to retrieve it. Reduction was then made to femur, reaming rod was placed back into patient and continued to ream to a 13mm (+2mm over nail diameter). Surgeon performed closure without any further incidents. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not implanted/explanted. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. (B)(4), lot number unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Corrected data: manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2014, the patient was skateboarding and felt a "pop" in his thigh. An x-ray showed that the patient had a left femur fracture. Surgery was scheduled the same day. An 11mm lateral nail entry nail with two (2) 5.0mm locking screws placed proximally and two (2) 5.0mm locking screw placed distally were implanted. During the procedure, the reamer head dislodged and exited the patient's femur into the medial soft tissues at the area of the of the adductor canal of the leg. Inadvertently upon the last pass, the guide pin was removed and then the reamer tip was lost within the intramedullary canal. The surgeon cut a nearly six inch incision into the patient's left leg to attempt to retrieve it. On (B)(6) 2014, the patient underwent a revision of a left femur fracture with lateral entry nail and screws due to an infection and non-union. The corrective surgery was performed to repair the non-union of the fracture, clean out the medullary shaft, remove all hardware, clean out two (2) pus pockets and remove the reamer head from the patient's leg. The revision is captured under (B)(4). Concomitant devices reported: lateral entry nail 11mm (part # unknown, lot # unknown, quantity # 1), 5.0mm locking screws (part # unknown, lot # unknown, quantity # 4).

Manufacturer narrative:
Lot and UDI number. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A visual inspection via pictures, drawing review, and device history record review was performed as part of the investigation. The complaint is unconfirmed. Product was not returned and no lot number was provided, an investigation could not be performed. A physical product was not returned for investigation. A picture of an 11.5mm medullary reamer head (352.115, lot 17856, mfg 08-oct-2007) was provided. The single picture received confirms the part and lot number but does not provide enough detail to confirm the complaint conditions of ¿does not fit with other parts¿ and ¿infection¿ therefore a root cause cannot be determined with the provided information. The overall balance of the device appears to be in good condition with minimal signs of damage. Product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the complaint history and risk assessment has been performed and was found to adequately address the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.